Event description:
It was reported that the pulse generator exhibited atrial noise which resulted in inappropriate mode switches. Review of the egms revealed that the cause of the noise was electromagnetic interference. The atrial sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.